Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that patient had recurrence of frequency, urgency, and filling of though not as bad as before ("'1/3 improved). Recently began patient care 5 months ago, requiring strenuous activity, when symptoms worsened over the last year; also noted discomfort at interstim sites were worse with weight fluctuations. Increased stimulation to at least 6. Had tried multiple oab meds in the past. The patient does not have a normal sensation when needing to urinate. She is currently having trouble urinating. She is having problems getting her urine stream started. She does not have a good size and strength to her urinary stream. She does not feel that she is emptying her bladder well. She is not having problems with urinary control or incontinence. The patient felt some stimulation intermittently during impedance check. On program 2, longevity at least 28 months. The interstim had been turned off intermittently since february. The patient felt in anterior perineum at lower amplitudes but did not feel sensation at higher amplitudes. Set at 3.2.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The reason for call was to report that therapy doesn't appear to be as effective lately, about three months ago started to experienced frequent urination. Patient also reported for past three months or longer having difficulty connecting to the implant and received the poor communication screen, the issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient said that about nine months ago was seen and was told that there maybe up to 2 years left on the ins battery. The patient's relevant medical history included patient mentioned that periodically the ins site is sore however does sit a lot on it. Patient said is a nurse and checked the site and said that it isn't infected. Patient said that the programmer antenna cord is frayed in two areas and had difficulty connecting to the implant in order to turn stimulation off for surgery on their left arm which was about two weeks ago however noticed issues connecting about a month ago. An email was sent to repair to replace the frayed cord.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient stated that she didn¿t think the ins was working. The patient stated that she turned stim off and turned it back on when she felt her symptoms may be returning and then has switched to all programs and doesn¿t feel stim at the setting she normally would. The patient stated that she started a new job in february which is hands on, its patient care which involves lifting patients, and doing physical cares, repetitive bending/lifting/stretching. The patient was able to use the pp and verify stim was currently on. The patient stated that she was never instructed with what to do. The patient stated the other night she was on program 3 and increased stim to 3.9 but when she changed positions, she got a bolt down her leg. The patient decreased stim and tried all different programs. The patient was currently on program 1 and increased to 8.5 but did not feel any stim. The patient then decreased to 0.1 and went to program 2. The patient was set on program 2 @ 7.3 and will leave on this setting and track her symptoms. The patient was aware to decrease stim if stim becomes uncomfortable. Patient services redirected the patient to the doctor for direction on if the patient could make adjustments or try a different program and if so, how long the patient should wait before making another adjustment. The patient stated that she had left messages for the doctor. Patient services redirected the doctor to see about having the impendences checked on the lead since the patient stated she normally feels stim at a certain level then suddenly does not. The patient stated that she had a gradual return of urgency and frequency (going to the bathroom every 10 min). The patient stated that she sometimes would have burning while urinating. The patient noted that she hasn¿t been going to the bathroom as much as she should while working. No further complications were anticipated/reported.